Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty folder packet, one detached needle, one needle suture piece and one open folder with a detached needle and suture piece were received for analysis. The product code 8735 is double armed. Upon visual inspection of the detached needles, the swage and attachment area of needles were noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnants were detected. Additionally, two needle-suture pieces were visually examined. The swage and attachment areas were as expected, and the ends of the sutures appear to be cut, likely caused by a surgical instrument. The remaining sections of the sutures were not submitted for analysis. Given the current condition of the returned samples, it is not possible to determine the potential cause of the reported event. To complement this assessment, a photo was provided showing two open folder packets each with a detached needle and a suture piece that pertains to product code 8735. Besides that, according to the condition of the returned samples the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.